Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pace impedance measurements and high out of range pace impedance measurements. A revision procedure took place. At the revision, visual inspection noted the pin and setscrew were in position and a tug test was performed with the lead staying in position. The device and lead were disconnected and lead testing with a pacing system analyzer (psa) exhibited pacing threshold and impedance measurements within range. The lead was reconnected to the device and again gave measurements within range. Boston scientific technical services discussed the possibility that there may have been a slightly marginal connection that they corrected through troubleshooting. The physician elected to explant and replace this device and leave the rv lead in service. No additional adverse patient effects were reported.